Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The system 7 reciprocating saw was sent for service because during routine field service maintenance visit the device ran on its own without user activation. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the handpiece had run-on due to corrosion built up in the trigger assembly. This likely occurred due to not following recommended cleaning and sterilization methods.

Event description:
The system 7 reciprocating saw was sent for service because during routine field service maintenance visit the device ran on its own without user activation. There was no patient involvement and no adverse consequences associated with the device.